Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on 09/21/2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
A family member reported that the ok keypad button has been intermittently unresponsive for the past several weeks. She confirmed that the other buttons are functioning appropriately, and that there are no cracks or tears in the keypad. The family member stated that the patient wears the pump in his pocket and does not clean the pump.